Event description:
The patient was revised because of infection. The liner was noted to have wear.

Manufacturer narrative:
The lead was returned cut in two sections. Analysis found outer insulation abrasions at 11.3 cm to 11.8 cm from the pins. This abrasion also broke open the blue insulation of one of the ring cables at 11.5 cm. The abrasions were due to friction to the ICD can.